Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. Both sutures were returned off the device with bio debris. The anchor is fractured at the eyelet. The distal end of the anchor was not returned. The insertion device has no visible defect. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found the device with the suture outside of it. The anchor is not visible in the picture and the dislodged failure cannot be evaluated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found that the units are visually inspected as the anchors and sutures are loaded and then they inspect devices for integrity before loading device into pouch. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an application of unintended inappropriate or excessive force to the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the osteoraptor anchor fell off. The procedure was successfully completed using a smith and nephew back up device. There was a 1-30 min delay. No further complications were reported.